Event description:
Caller said that some of the segments are not displaying on station #2. Rubbing her thumb across the display did not resolve the issue. This occurred both on the volume and specific gravity displays. There was no pt involvement. The unit will be returned for eval.

Manufacturer narrative:
Evaluation: the unit was received dirty and was tested as received. It passed all accuracy tests, however failed power-up self test due to missing segments in displays 2 and 4. The complaint was duplicated during testing. Unit was released to repair. Lcd #4 was replaced and lcd #2 was deemed operational after extensive testing. The unit has passed qa final inspection.